Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The event date is an approximation. On (B)(6) 2024, around 9pm, the patient¿s cgm value was 300 mg/dl on his tandem insulin pump. His bg meter reading was high mg/dl. The patient was vomiting, lethargic, and thirsty. The patient self-treated with 5 units of insulin per routine diabetes management. The patient then went to the ER for evaluation. At the ER, the patient¿s bg meter reading was 500 mg/dl while his cgm was providing ¿---¿ and then a value of 80 mg/dl and then 140 mg/dl and then jumped to 350 mg/dl. The sensor then failed. The patient was diagnosed with dka and treated with IV insulin and an unspecified nausea medication. The patient was admitted to the ICU and had an EKG done. The EKG showed the patient¿s heart was enlarged allegedly due to the dka. The patient was discharged the following day around 3pm with a bg level of 180 mg/dl. The patient also reported his ¿heart went back to normal¿. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b, c, and d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e0606 cardiomyopathy.